Event description:
It was reported that during a stenting treatment procedure, removal difficulty and stent malposition occurred. The 99% stenosed lesion being treated was located in the moderately tortuous distal right coronary artery (rca). The physician advanced the 2.25x20mm promus element stent delivery system and was not able to cross the lesion. Upon removal, the stent became stuck in the mid rca. The physician dilated the lesion with an unknown balloon, however the stent could not be removed and was deployed in the mid to distal rca. A second 2.25x20mm promus element stent was deployed in the distal rca. No further complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, removal difficulty and stent malposition occurred. The 99% stenosed lesion being treated was located in the moderately tortuous distal right coronary artery (rca). The physician advanced the 2.25x20mm promus element stent delivery system and was not able to cross the lesion. Upon removal, the stent became stuck in the mid rca. The physician dilated the lesion with an unknown balloon, however, the stent could not be removed and was deployed in the mid to distal rca. A second 2.25x20mm promus element stent was deployed in the distal rca. No further complications were reported and the patient's status is good.